Event description:
It was reported that during pci procedure, a shaft break occurred. The lesion was located in the heavily calcified and occluded left anterior descending (lad) coronary artery. The customer straightened a kink in the shaft of the 15mm x 3.0mm maverick2 monorail balloon catheter. Upon insertion into the guide catheter, the shaft broke. The event occurred outside of the pt and the device was not used. No pt complications were reported.